Manufacturer narrative:
Sections b2, d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Elevations in pump power and estimated flow were noted beginning on (B)(6) 2018, ranging from 7 to 9.6 watts and 8.2 to 11.5 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was reported the patient was admitted for worsening heart failure symptoms versus pneumonia overnight. The patient was noted to have intermittent elevated power up to 12 overnight but resolved fairly quickly and was thought to be associated with pi events; however, after interrogation these do not seem to correlate 100% of the time. Additional information was provided stating the patient was noted to have ai on echo, and there was low suspicion for pump thrombus. The patient was treated with diuresis for fluid overload. The patient was discharged home and was doing well. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient was admitted for worsening heart failure and pneumonia symptoms . The patient was noted to have elevated power and flows that resolved quickly and were thought to be associated with pulse indexity (pi) events. Aortic insufficiency was noted on an echocardiogram. The account reported there was a low suspension for pump thrombosis. The patient symptoms included diuresis from fluid overload. The patient was discharged home and is doing well. No further information was reported.